Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.

Event description:
Customer reported receiving an error 6 message on her precision xtra meter, was unable to test and reportedly "passed out" at a local store. Customer did not seek third party medical intervention and no other treatment is documented. There was no report of death or permanent impairment associated with this case.